Event description:
Additional information received from the consumer reported that the patient met with their manufacturer representative and health care provider (hcp) in the past week to have some adjustments and it was still not working, was not helping, and the patient had pain and incontinence. When the patient first got the device, they never had to adjust it and now had to and it caused pain. After adjustment, it worked maybe 1 day and then it didn't. The patient turned the meter up to feel vibration, but then got pain. The pain began in (B)(6) 2016 and the patient had incontinence starting in (B)(6) 2016.

Event description:
The patient reported that their stimulator isn't working like it should, they have a loss of symptom relief, and they totally lose control of their blander from time to time. When they standup it's as if a faucet turned on. It was indicated that this started 6-7 weeks ago, sometime in 2016. The patient confirmed that they feel stimulation, can increase stimulation, but then stop feeling and don't have control. If they turn it up too high as well they get "real bad" pain and sometimes they roll over in a certain position. The patient was unsure of when this happened, noting that it was longer than 6-7 weeks ago, that they don't know when it happened, and that it was sometime last year. The patient also tried to get an EKG and the implant "interfered with it." There were no falls or trauma related to this event. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.